Manufacturer narrative:
Additional product code: lod. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during spine surgery on (B)(6) 2014 were the surgeon was using the cavity creation access set at an unknown vertebral level, while the surgeon was using the vertecem ii cement injection needle, it was noted that the cement did not show up on the c-arm imaging during injection of the cement into the pedicel bone. This cement was left in the patient. The surgeon chose another cement syringe that was available from the kit and surgery was completed successfully. Due to this event an additional 10 minutes was added to operating room time. The patient outcome was reported as successful. This is report 1 of 1 for (B)(4).